Manufacturer narrative:
Patient information currently unavailable. A ge healthcare service representative performed a checkout of the equipment and could not duplicate the reported complaint.

Event description:
The hospital reported that, during a case, the unit was not able to auto ventilate. There was no reported patient injury.